Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The shaft fractured at the first flex joint closet to the chuck end. All pieces were returned. The device was manufactured in 2008 and exhibits signs of extensive wear/ usage. The shaft likely fractured via mechanical overload. If sufficient offset bending or torsional forces are applied to the reamer shaft during use, that exceeds the strength of the material, a mechanical overload fracture can occur. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the instrument broke in half during reaming procedure. There was no harm to the patient or staff. Nothing fell in the patient as a result of the broken instrument. There were 2 minutes of procedural delay. A smith & nephew back up device was available. The patient survived the procedure.